Event description:
Same case as MFR's #: 6000089-2006-00451, it was reported that during a ptca procedure, the express biliary stent dislodged. The lesion being treated was a highly calcified lesion in the superior mesenteric artery. The physician attempted direct stenitng with an express biliary stent, however, the stent dislodged. An .014 ironman wire was advanced and a 2.5x9 maverick balloon was sued to deploy the stent. A 4.0x12 maverick and the 5.0x9 nc monorail were used to post dilate the stent. The nc monorail ruptured at 16 atms. (The number of the nc monorial, it was noted that the proximal shaft was fractured leaving the distal portion of the shaft and the ruptured balloon inside the artery. The distal shaft and balloon were successfully removed with a snare. No pt injuries or complications were reported. Pt status is listed as "okay".